Event description:
It was reported that on the remote transmission it was noted that there was variation in the right ventricular (rv) lead impedance as well as high impedance over the past twelve months, but more so in the last two months. Oversensing was also noted. It was also noted that the atrial lead trend shows varying impedance over the past eleven months. The atrial lead remains in use and the rv lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead resistance/impedance increased. The weekly pace lead impedance trend data show various spike increases for max rv pace of 824 to 2032 ohms between (B)(4) 2011 and (B)(4) 2012. (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data show various spike increases for max a pace of 416 to 888 ohms range between (B)(4) 2011 and (B)(4) 2012.